Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the insulation on the jaw wire insulation was damaged. The reported condition was confirmed. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. The investigation identified the cause of the reported event to be an user error. The instructions for use(IFU) states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a piece of plastic towards the tip that curls back and exposes the pulley system when used. The the disengaged part fall outside the patient's cavity. The device use was discontinued after this was found. Nothing fell into the patient's cavity. Another device was used to finish the surgery. No patient harm.